Manufacturer narrative:
(B)(4). Software version 4.11e, retainer ring: black. Customer returned pump for alleged cosmetic damage located at the serial number label and dome label stickers and no communication from the pump with sensor found on (B)(6) 2022. The pump passed the displacement test, self tes and test p-cap locks properly into the reservoir compartment. The sensor and transmitter were able to connect and calibrate with the pump successfully. The pump was cut open for visual inspection and found moisture damage on pcba 1, pcba 2, motor and harness vibrator assembly. The following were noted during visual inspection: label damage (faded, stained), stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked belt clip rails, cracked case-corner of belt clip rails, corroded battery tube, dried insulin - motor slide. Cosmetic damage was confirmed at the serial number label. Cosmetic damage not confirmed at the dome label stickers. The pump did not meet specifications due to corroded battery tube. Customers alleged no communication between pump and transmitter was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. Exposed to moisture confirmed on pcba 1, pcba 2, motor and harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump label was faded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.